Event description:
During the procedure, the physician used a wilson-cook howell dash direct access system sphincterotome to perform a sphincterotomy. After electrosurgical cautery was applied to the device, the cutting wire detached. The detached portion was retrieved with an extraction basket. No pt injury was reported.